Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) from (B)(4) alleging that they were having an issue with their onetouch verio test strips. The patient did not allege any harm or injury because of the reported issue. During troubleshooting the patient informed the customer care advocate that the strip ends were allegedly separated which made it difficult for the patient to insert the test strip ino the meter. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. Based on the information provided, their complaint is being reported due to the following conclusion(s): the patient claimed that she was having an issue with their onetouch verio pro test strips. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
(B)(4): the test strips passed testing with no faults found.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.